Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When eval is complete a supplemental report will be filed. No conclusions can be made at this time.

Event description:
It was reported that all buttons are intermittently unresponsive. The pt reported there was no known trauma to keypad. The pt reported that the keypad is not peeling and intact. The pt also reported that the pump is not exposed to water.